Event description:
Patient's o2 saturation level would quickly and steadily drop from 99% to 84% before monitor would alarm. The alarm limit setting would not initiate an immediate alarm when setting was breached. The manufacturer's service representative stated that it was normal to have a delay before alarm sounds, but staff was concerned about delay for this patient. Per equipment's user guide: "validates an spo2 alarm condition by requiring that violation persists for 4 seconds before sounding an alarm."this validation delay may be deactivated via unit manager software, not accessible to end users. It would be desirable to allow end users access to remove the alarm violation delay for immediate activation under certain circumstances.